Event description:
Needle broke off into abdomen [device induced injury]. Case description: report received from the FDA (department of health and human services): a pt who was introduced to novofine 30 disposable needles in 1999 for type ii diabetes, experienced a needle injury in 2002 after the tip of a novofine 30 disposable needle broke off into pt's abdomen. Pt stated that on the day of the event the needle tip broke off from the white hub following an insulin injection. The pt went to the emergency room and an x-ray was performed, which confirmed the location of the needle in pt abdomen. The following day pt underwent fluoroscopic surgery and the needle tip was successfully removed. The surgical site was closed with staples, which were removed one week post-operatively. The pt required pain medication for several days following surgery. Pt also reported that pt now has a hardened scar at the surgical site that is sore. The pt discontinued the use of the novofine 30 disposable needles in 2002 and began using conventional insulin syringes. The pt did not reuse the needle in question or inject through their clothes and pt pinched up their skin prior to the insulin injection. Pt did not experience any difficulty with novofine 30 disposable needles prior to the event.